Event description:
It was reported that the patient experienced syncope and bradycardia on (B)(6) 2012. On (B)(6) 2012, the patient experienced syncope again and was admitted to the hospital. The loop recorder exhibited undersensing and noise. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.